Manufacturer narrative:
The investigation is in progress. A sample has been requested for evaluation. A root cause has not been identified. (B)(4).

Event description:
The operating room supervisor reported that during a vitrectomy procedure, an infusion air exchange failure occurred even with elevated pressure. The infusion line was exchanged and the procedure was completed without harm or impact to the patient. A product sample and additional event details have been requested but no updates have been received.